Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. Upon interrogation, non-sustained oversensing and non-sustained vf episodes due to noise were observed. The noise was reproducible when the patient stood up. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
A partial lead with the connector portion measuring 12.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.